Manufacturer narrative:
Currently the data is poor and the device has not been sent back/ analysed. As soon as further data will be available a follow up report will be sent in to the agency.

Event description:
(B)(4). Initial reporter´s narrative: leakage/ backflow upon injection.

Manufacturer narrative:
Based on risk assessment and clinical evaluation, file is considered as closed.

Event description:
(B)(4): leakage/ backflow upon injection.